Event description:
Related MFR#: 3003306248-2022-10699. It was reported that during an in-service training, the centrimag monitor unexpectedly rebooted. Initially when this occurred, the console display confirmed that support had not been interrupted. However, at some time after the event, the console read 0 rpms/flow, indicating an interruption in support. The device alarmed for "flow below minimum" and "pump stopped due to user request." Multiple people worked to troubleshoot the console and monitor and attempted to re-create the issue. It was unknown if the event was caused by the motor plug being disconnected. Later, during a practice of "motor change" drills, the issue occurred again. The monitor rebooted, but this time there was no interruption in support. It occurred one other time as well, and again there was no interruption to the flow. The consoles, monitor, and motors involved with these events were taken out of service.

Manufacturer narrative:
Related manufacturer report number: 3003306248-2022-10699 reports the malfunction of the centrimag motor. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an interruption in support was confirmed via the customer submitted image. The centrimag 2nd generation primary console (serial #: (B)(6)) was not returned for analysis. Multiple good faith efforts were sent to retrieve additional information regarding if product would be returning for evaluation; however, no response was received. A customer submitted image confirmed the pump stop due to user request. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial #:(B)(6)) and the console was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.